Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the table prior to use, when attempting to remove the guidewire from the left ventricular (lv) lead, the guidewire became stuck inside the lv lead. The lv lead was not used. A new lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.